Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the pt noticed the keypad buttons were slow to respond when pressed. The family member stated that the pt noted the keypad buttons began sticking, and then became unresponsive. It was noted that the pt could feel the buttons click and spring back occasionally. The family member denied that the pump was exposed to water and cleaning products; denied physical damage to the keypad; and stated that the pt wears the pump in various places with a clip.